Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during the implant procedure, the right ventricular (rv) lead failed to reach it's implant position, causing failure of implantation, secondary to the resistance of the guidewire inserted into the rv lead, being too large to guide the rv lead into ventricle. The rv lead was attempted/not used and replaced. No patient complications have been reported as a result of this event.